Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2009, that a customer had an issue with the medi-trace 1310p. The customer states that a patient was in the ER for cardioversion and was sent to the ICU where burns were discovered on the back of the patient. The patient was in stable v-tech and was cardioverted per protocol.